Manufacturer narrative:
The visual inspection confirmed the reported event. The insulation of the needle is shrinked. Furthermore, there is bulged up material at the tip of the needle resulting from a short circuit. The returned device was further investigated with stryker¿s principal material specialist. The bulged up material on the tip of the needle clearly shows that a short circuit caused the shrinking of the insulation. During use at the hospital a quick contact with high electric conductivity melted the material of the needle and the insulation shrinked. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that during surgery the insulating part of the colorado micro dissection needle was dissolved no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during surgery, the insulating part of the colorado micro dissection needle was dissolved no delay, no medical intervention and no adverse consequences were reported with this event.